Event description:
It was reported that the surgeon inserted a micl13.7 visian implantable collamer lens upside down. The lens was cut out of the eye without enlarging the incision. The reporter stated the incident was due to a loading error. There was no patient injury.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that there was a tear across one of the haptics into the optic and a piece of a haptic plate was torn off and missing. There was evidence of a clear surgical residue.